Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the #4 full height cubie drawer was not detected on the bus and required maintenance. A technical support specialist contacted the field manager regarding the work order, and the field manager dispatched a field service engineer (fse) onsite. The field service engineer resolved the issue by following knowledge article "medstation es ¿ gen2 half-height cubie drawer requires maintenance ¿ only one half of the drawer detected in hta". The repair was verified by running a hardware test application (hta) test, which passed. The technical support specialist confirmed the resolution with the field service engineer, and the system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus and required maintenance. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer not detected on bus and required maintenance. The customer reported that there was a delay in the dispensing of medication, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer not detected on bus and required maintenance. The customer reported that there was a delay in the dispensing of medication, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.